Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the controller was fully charged and when they charged their implant they got excellent connection but the implant didn't charge; the issue began a couple weeks ago. Patient went to two hcps and the implant was not charging completely and stopped charging. Patient's implant was now 'dead'. Patient got no device found on their controller. During the call patient denied damages on the recharger, controller charging port, and battery compartment. Patient blew into the controller charging port and wiped the recharger contacts. Patient plugged the recharger and got recharging excellent. Controller was at 90% and implant was at red. Agent advised patient to call back if the issue persisted.patient called back requesting assistance stating that they cannot charge their implant again. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed green light above screen; no device found (16). Caller confirmed that the implant is depleted. Caller then connected recharger and confirmed batteries (49) recharging excellent; controller is 100 percent and implant is red/low percent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Agent called patient back per request and caller confirmed it is still charging and has increased to 30%. Additional information was received from the patient. They called back with a representative from upmc health plan, and patient again said they had been having issues with the stimulator and it not charging. Patient said they were sure they charged their implant this morning but couldn't get into MRI mode and the MRI facility needed to know compatibility. Patient said they saw a screen saying to charge the implant. Patient plugged in rtm and got excellent quality and the device was low, just like in original call. It was possible this was a patient education issue, but it also sounded like the patients implant was depleting too fast, since they said they were positive it was at 100 percent this morning, and now it was low. Patient said their insurance no longer covered their hcp. Emailed hcp listings. Patient needed to charge up the implant, and they should then be able to get into MRI safe mode. Reviewed MRI function, and patient will try this when the device was charged.